Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt turned off her stimulation about 1 1/2 months ago due to tenderness at the ipg site and pain in her hip. She stated when she attempted on (B)(6) 2012 to turn stimulation back on, neither the charger, nor programmer were able to locate the ipg. It was reported her magnet also was unable to turn on stimulation. No further info is available at this time.